Event description:
Monoject 3ml syringes. Lot# 24d128 for these syringes they do not contain an expiration in normal terminology, they have shortened it into an low legibility format: response from syringe manufacturer: "the format of the lot number is calendar year, alphabetic month (a=january, b=february, etc.), and sequential lot number: for example, a product with lot number 23k096 was made in november 2023 and the 096 is the sequential lot number." Expirations need to be in an easily legible format for staff members to be able to act upon them in healthcare settings.